Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. During analysis the proximal end of the fiber shows evidence of some type of contamination on the optical surface. The connector segments and tabs appear in good condition and secured. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. The cause code for the observed glass cap distal fracture and cap wear is known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. The contamination observed on the optical fiber can be caused by moisture on the connector; however, it cannot be determined how the connector became contaminated. This could result in the reported fiber not being recognized by the laser. An evaluation conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
Analysis of the returned fiber revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no clinical consequences to the patient.